Manufacturer narrative:
The returned journey uni tibial base, insert and deuce femoral components were examined visually and microscopically. The purpose of this investigation was to determine the cause for the fracture of the tibial base. The tibial base was fractured into two pieces and bone cement was attached to the inferior surface. The bone cement had the impression of the host bone indicating interdigitation of the cement into the bone. Examination of the fracture surface revealed that fatigue was the fracture mechanism due to the presence of striations and rubbing on the fracture surface. The likely fracture initiation site was below the loading location at the center of the tray where the cement groove and pad meet. The tibial tray has a secondary crack visible both on the inferior and surface of the baseplate. The tibial insert articulating and inferior surfaces had burnishing and abrasive wear. The deformation of the polyethylene insert and tibial tray fracture marks on the back side of the insert indicated the femoral component was articulating with the insert inside the fractured baseplate for a period of time. The femoral component had bone cement well bonded indicating good fixation. No scratches on the articulating surface of the femoral component that would be expected to adversely affect wear performance of the polyethylene insert were observed. The cause of the journey uni tibial base fracture was likely due to fatigue loading in excess of the strength of the tray. The fracture likely originated on the center of the tray at the edge where the cement groove and pad meet.

Event description:
It has been reported that a revision surgery was performed due to tibial pain. During the revision it was found that the tibial base was broken.